Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized for the event. The patient began treatment with vancomycin injection (2 g, ip, repeat on the 4th day), fortum (1 g, ip,daily up to the 14th day) and heparin (2 ml, every exchange, route not reported). The cause of the peritonitis was a break in aseptic technique, further described as the patient did not wear a mask. Outcome for the event of peritonitis was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): additional information on the event description: the patient was hospitalized for other unrelated issues. While hospitalized, the doctor recommended the removal of the catheter since the patient had developed an infection. The contributing cause to the peritonitis was reported to be the loose motion (diarrhea). Should additional relevant information become available, a follow up medwatch will be submitted.